Manufacturer narrative:
A2: mean age. A3: majority gender. B2 and b3: the death and event date were estimated. D4: the UDI number is not known as the lot number was not provided. D6a: the implant date was estimated. Literature attachment: article title: "transcatheter valve repair in heart failure with moderate to severe mitral regurgitation " the additional patient effects reported in the article are captured under a separate medwatch report.

Event description:
The article, ¿transcatheter valve repair in heart failure with moderate to severe mitral regurgitation¿, was reviewed. This research article is a prospective, multicenter, investigator-initiated randomized trial aimed to evaluate evidence regarding the safety and effectiveness of transcatheter mitral-valve repair in patients with symptomatic heart failure and functional mitral regurgitation. The devices mentioned was the mitraclip. The article concluded that among patients with heart failure with moderate to severe functional mitral regurgitation who received medical therapy, the addition of transcatheter mitral-valve repair led to a lower rate of first or recurrent hospitalization for heart failure or cardiovascular death and a lower rate of first or recurrent hospitalization for heart failure at 24 months and better health status at 12 months than medical therapy alone. The primary author of the article is dr. S.d. Anker, department of cardiology (cvk), charité universitätsmedizin, d-13353 berlin, germany and can be contacted at s.anker@cachexia.de. The time range of the study was march 2015 through october 2023, 505 patients were enrolled, and 244 had a mitraclip implanted [the remainder were the control group]. The average age of the patients enrolled was 70. The majority gender was male. As this is from a literature review, patient weight was not provided. Comorbidities included: functional mitral regurgitation, diabetes, hypertension, previous myocardial infarction, previous percutaneous coronary intervention (pci), previous coronary artery bypass graft (CABG), previous stroke or transient ischemic attack, peripheral vascular disease, history of atrial fibrillation or flutter, non-ischemic cardiomyopathy, heart failure, hospitalization for heart failure. Intraprocedural adverse events included: two cases of hematoma, one case of pericardial effusion, and one case of right atrial perforation that led to thoracotomy after completion of the device implantation. Postprocedural adverse events included: 142 deaths occurred in the device group; a total of 140 of 188 patients had heart failure at 12 months, total of 132 of 146 patients had mr 2+ or lower at 12 months, hospitalization, unplanned mitraclip implantation, all unplanned transcatheter mitral-valve repair, mitral-valve surgery, pci, CABG, stroke, myocardial infarction, lvad (left ventricular assist device) implantation, heart transplantation, mitral regurgitation, implantation of implantable cardioverter-defibrillator (ICD) and a cardiac resynchronization therapy with defibrillator (crt-d).

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported deaths, heart failure, stroke, myocardial infarction, perforation, hematoma, pericardial effusion, and mitral regurgitation were unable to be determined. The reported patient effects of stroke, death, hematoma, myocardial infarction, perforation, pericardial effusion, heart failure, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A2: mean age. A3: majority gender. B2 and b3: the death and event date were estimated. D4: the UDI number is not known as the lot number was not provided. D6a: the implant date was estimated. Literature attachment: article title: "transcatheter valve repair in heart failure with moderate to severe mitral regurgitation ". The additional patient effects reported in the article are captured under a separate medwatch report.